Manufacturer narrative:
A product investigation is in progress.

Event description:
Half of tampon left behind [foreign body in reproductive tract]. Tampons falling apart [device breakage]. Tampons falling apart when go to remove them...half of it is left behind [complication of device removal]. Consumer sent an email reporting that the tampons were falling apart when she removed them, and nearly half of the tampon would be left behind. No serious injury was reported.

Manufacturer narrative:
30-mar-2021 product investigation results- no failure could be identified as a result of the investigation.

Event description:
Half of tampon left behind -foreign body in reproductive tract. Tampons falling apart -device breakage. Tampons falling apart when go to remove them. Half of it is left behind -complication of device removal. Consumer sent an email reporting that the tampons were falling apart when she removed them, and nearly half of the tampon would be left behind. No serious injury was reported.